Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 12, 2016 that an ultraflex tracheobronchial stent was to be implanted in the left bronchus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a stricture due to lung cancer. Reportedly, the patient's anatomy was not tortuous but had been dilated prior to stent placement procedure.&#842; according to the complainant, the physician was able to deploy the stent; however the stent was deployed proximally from the stricture. The stent was removed using forceps. The procedure was completed with another ultraflex tracheobronchial stent.&#842; there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.&#842;